Manufacturer narrative:
The return product was thoroughly evaluated and found to be functioning as intended. No malfunction or other product condition could have contributed to the pt's hyperglycemia was detected. Blood glucose monitoring was well within specification. Pod communication and bolus delivery functioned as intended. Qualification records for the product were reviewed and all acceptance criteria were met. The omnipod user's guide advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating hyperglycemia it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe."

Event description:
Pt called to report that on (B)(6) 2010 her blood glucose measured 326 mg/dl at 8:30 am, so she administered a 6 units correction insulin bolus. By 9:45, it was 429 mg/dl, so she took add'l 12 units. When it had risen to 435 mg/dl by 10:30 she drove herself to the emergency room. No treatment detail was reported. Her doctor recommended that she call to have the pdm replaced.